Manufacturer narrative:
Upon disassembly, the potted trigger flex assembly was discovered to be damaged.

Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no pt involvement, and no user injuries or adverse consequences.